Event description:
Approximately 1 hour into ivtm therapy, the thermogard xp ivtm system displayed an air trap alarm. The 500 ml saline bag was observed to be nearly empty. The nurse replaced the saline bag and reprimed the tubing. The air trap alarm on the console was cleared and therapy was resumed using the same console. He observed the saline bag was beginning to lose volume and therapy was paused. The customer called their zoll rep. For assistance and was instructed to perform the IFU leak check. During the negative pressure test, the nurse aspirated blood from the out luer, indicating a leak in the quattro catheter (lot #176098). The customer reported the line had been placed in the catheter lab and the therapy was initiated upon the arrival of the patient to the floor. The catheter was replaced without issue and therapy was restarted using the same console. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot #176098) was confirmed during functional testing. A pinhole leak was observed at distal end of the distal balloon during functional testing. The probable root cause of the pinhole leak is a latent material defect. Visual inspection of the returned catheter was performed. The catheter shaft was observed to be kinked at 10 cm away from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Blood residue in the balloons and luered tubings was also observed. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at distal end of the distal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot #176098.